Event description:
It was reported that ¿when the doctor opened the packing, he found the end of the electrode wire was into the balloon and the balloon was broken. Doctor had to replace a new one to complete the surgery. The patient was normal.¿

Manufacturer narrative:
(B)(4). The product analysis ¿when compared to the assembly drawing: one of the electrode wires punctured through the cuff which would have resulted in the reported event. There was no damage to the packaging to indicate a cause. When compared to the packaging and assembly drawing the inflation assembly is not bound by the white tape that holds the electrode wires [red and blue]; the returned device had the inflation assembly bound in the white tape which indicates handling. Over bending or excess manipulation of the main tube may result in a bent electrode wire and the reported malfunction.¿ (B)(4).

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The product has not been returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.